Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there were no alarms related to complaint observed in black box however multiple "power on resets" or "reboot" conditions observed in black box. The battery compartment intact, no cracks. No evidence of moisture contamination inside battery compartment. The battery cap was able to fully tighten. A power loss was not observed. The pump was exercised for 24 hours. No power loss or battery related warnings were observed. The pump case was removed, no evidence of moisture or loose components identified inside pump. The display is faded, discolored and difficult to read. Investigators replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Investigators were unable to duplicate the reported complaint.